Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during the index procedure the device would not enter the arteriotomy due to a gap between the stent graft cover and nose cone. The event was resolved by deploying the device through a sheath. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Photo evaluation summary a photo capturing the taper tip and distal section of the graft cover was returned. A small gap was observed between the taper tip and the graft cover however it was not possible to determine the gap length from the photo. The photo appears to capture the device post implant of the graft based on the blood present in the graft cover. If information is provided in the future, a supplemental report will be issued.